Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer reverted to manual insulin injections for insulin therapy. The customer reverted to an alternate method of insulin therapy.